Manufacturer narrative:
For section a2, the exact patient's age is unknown; however, it was reported that the age range is 70-74. The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery re-vascularization (tcar) procedure, a dissection occurred during placement of the 0.035'' guidewire and arterial sheath insertion of the neuroprotection system (nps). The physician converted to a carotid endarterectomy (cea) procedure. No further issues were reported.